Manufacturer narrative:
Upon further investigation, the following has been reported: field service engineer (fse) confirmed that the failure occurred during routine service of the unit. Therefore, this complaint no longer meets reportability requirements.

Event description:
It was reported to philips that the internal battery depleted fast. The device was not in clinical use at the time of the event. There was no delay in therapy reported and no patient or user harm/impact. A philips service technician evaluated the ventilator and confirmed that the operating time by an internal battery was considerably short, so the unit failed at test 11 for a functional test. The philips service technician replaced the battery to resolve the issue. The device successfully passed all required testing, and remains at the customer site.